Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given delivery testing in 3 separate tests. For 2 of the tests the device delivered at a rate slightly below specifications (-6.67%,-6.56%). To address this issue, the device expulsor was replaced. The cause of the issue with this component was not definitely established.

Event description:
It was reported that the device "failed accuracy" and delivered at 6.95% below nominal. No known adverse effects to patient.